Manufacturer narrative:
The product was not returned to 3m for analysis. 3m implemented a new dehp free material to enhance the material properties on all 3m ranger(tm) fluid warming disposable products in 2013. Subsequent to this change 3m received a higher trend of complaints applicable to leaks within selected areas of the disposable tubing connections. 3m implemented a solvent improvement process in late 2015 to address this type of event. This improvement was to the solvent bond process to reduced leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. The change was implemented to increase strength and to minimize leaks. The lot number indicated in this complaint would have been post cure-to-touch solvent bond process improvement. A new process improvement was implemented in dec, 2017 to further reduce incidence of solvent bond leaks on all of the following areas; y-connector, drip chamber, bubble trap and tube fitting which are part of the high flow disposable set. Further process improvement efforts are being conducted. Multiple requests for additional information on this reported incident have been sent to the customer. The customer has not responded to these requests and has not returned the product to 3m for analysis testing. Without the sample, the location of the leak cannot be verified to determine the root cause. The probable cause for the leak at the y-connector is due to solvent bond failure. Product lot #hx7833 was produced prior to corrective action implementation. A follow up report will be submitted with any new information obtained. End of report.

Event description:
A hospital employee alleged two 3m¿ ranger¿ high flow fluid warming disposable sets (model 24355) leaked liquid at the "y" connection. Dates leakages occurred were not specified. Liquid type was not specified. No harmful exposure to blood was specified. No injuries were alleged.